Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displays a solid red x in the ready for use indicator and chirps. The device was dropped and will not power on with the ac. There was no reported patient involvement/adverse patient impact.